Event description:
Patient representative reported "breast pain, discomfort, limited mobility in daily life, arms pain during routine tasks, breast deformation, swollen and inflamed lymph nodes and capsular contracture (baker grade unknown). Patient also suffers of anxiety due to alcl fear". This relates to the right side. Device remains implanted.

Manufacturer narrative:
The events of "lymph nodes and capsular contracture baker grade unknown" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymph nodes and capsular contracture baker grade unknown.